Event description:
It was reported that an infusion set insertion was unsuccessful when the adhesive did not stick and the cannula was removed with the applicator and found bent after the ilet user primed the applicator before removing the spiral paper, which could displace the cannula. The user then completed a site-only change using an inset 23" set from lot 6011054. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with an improper or incorrect procedure during infusion set insertion. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.